Event description:
Pt had a chest x-ray on 9/12/96, which revealed foreign body in the esophagus. Pt was admitted on 9/13/96, and underwent flexible esophagoscopy, extraction of the internal crossbar from a gastrostomy tube which was placed on 1/30/96.